Event description:
The intraocular lens was removed and replaced without complication due to the patient's complaint of glare following implant.

Manufacturer narrative:
The intraocular lens has not been received for analysis. Halos are a known and labeled possible side effect of multifocal lens implant. The lens met manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.